Event description:
Evaluation summary: upon inspection of the device, the thumbwheel was detached from the delivery system, resulting in the tapered tip being advanced forward approximately 2 cm. One pin of the thumbwheel was broken off and one tab showed signs of stress near the base. The rest of the device was unremarkable. The event was confirmed; the thumbwheel was detached from the delivery system. The root cause of the event could not be conclusively determined during analysis.

Manufacturer narrative:
Conclusion: unknown cause.

Event description:
An endurant ii stent graft system was attempted for use in a patient for the endovascular treatment of a 6 cm in diameter abdominal aortic aneurysm. It was reported that when the physician inserted the delivery system in the patient the two blue pieces of the back-end wheel were separated. The physician tried to put it back together but it was impossible. The delivery system was successfully removed and another device was used to complete the procedure. There was no damage to the box and the device was inspected prior to use. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).